Event description:
It was reported to boston scientific corporation on september 10, 2008, that a corflo cubby low profile gastrostomy device was placed in 2008. According to the complainant, at about 12 days later, "the balloon ruptured." The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.